Event description:
Procedure type: unknown. According to the reporter: during a demonstration, the seal broke upon inserting trocar into cannula. No patient involvement. No patient injury was reported.

Manufacturer narrative:
(B) (4).